Event description:
A hemodialysis user facility has reported that during treatment a blood leak occurred. The leak was visually observed at the initiation of treatment. Estimated blood loss was 225cc's . There were no pt ill effects. Sample was discarded by the user facility, sample is not available.

Manufacturer narrative:
The device was not returned to the MFR for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.